Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to flanks/ banana roll/ upper abdomen / arms/ inner thighs on (B)(6) 2019 using cooladvantage, to lower abdomen on (B)(6) 2019 on (b)(60 2019 using cooladvantage+, to left inner thigh on (B)(6) 2019 using coolmini, to upper/lower abdomen on (B)(6) 2019 using cooladvantage coolcore, to flanks on (B)(6) 2019 using cooladvantage coolcurve+, to arms / inner thighs on (B)(6) 2019 using cooladvantage coolfit, to banana roll on (B)(6) 2019 using cooladvantage coolcurve+, and to left inner thighs on (B)(6) 2019 using coolmini. The patient developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as having notable diasthesis of rectus muscles and the umbilicus was somewhat stretched and misshapen. On (B)(6) 2020, the patient was assessed by a physician who diagnosed the abdomen, flanks, lilac rolls, and back rolls with paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to flanks/ banana roll/ upper abdomen / arms/ inner thighs on (B)(6) 2019 using cooladvantage. To lower abdomen on (B)(6) 2019 on (B)(6) 2019 using cooladvantage+, to left inner thigh on (B)(6) 2019 using coolmini. To upper/lower abdomen on (B)(6) 2019 using cooladvantage coolcore, to flanks on (B)(6) 2019 using cooladvantage coolcurve+. To arms / inner thighs on (B)(6) 2019 using cooladvantage coolfit, to banana roll on (B)(6) 2019 using cooladvantage coolcurve+, and to left inner thighs on (B)(6) 2019 using coolmini. The patient developed paradoxical hyperplasia (pah/ph) after treatment. Ph was described as having notable diasthesis of rectus muscles and the umbilicus was somewhat stretched and misshapen. On (B)(6) 2020, the patient was assessed by a physician who diagnosed the abdomen, flanks, lilac rolls, and back rolls with paradoxical adipose hyperplasia (pah).